Manufacturer narrative:
Extension model 3095, serial# (B)(4), implanted: 1999-(B)(6), explanted: 2012-(B)(6), lead model 3080, lot# l63365, implanted: 1999-(B)(6), explanted: 2012-(B)(6), programmer model 3031, serial# (B)(4). (B)(4).

Event description:
The patient underwent ins replacement surgery. There were greater than 4 ,000 ohms impedance measurements on all of the bipolar pairs intra-op. There was difficulty advancing the lead. The contact ends could have been altered by a hex wrench which could of caused the advancing difficulties. It was confirmed that under fluoroscopy that the lead was not ideally placed. It was deep, well beyond the anterior margin of the sacrum. It was decided to replace the lead along with the ins. The existing lead was left implanted. Everything went well following surgery.